Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The sample was visually examined for potential nonconformances. The device displayed no flash in the flashback chamber with no cannula or catheter bevel tip irregularities or damage to the porous barrier & sheath components noted. Visual examination of the needle guard assembly displayed no evidence of voids in the fipg adhesive chamber. Visual examination of the catheter assembly displayed no evidence of cracked catheter hub, catheter hub luer damage, eyelet-to-tube securement issues or punctured catheter tube. Pressure testing of the catheter assembly using a water filled syringe to simulate leakage testing indicated no evidence of leakage. Based on the device analysis, the complaint cannot be confirmed as a manufacturing-related nonconformance. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when patient was on an IV the catheter was leaking under the skin at the hub. She was forced to remove this IV and start another one. There was patient involvement and no patient harm reported.